Event description:
Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum, caused severe pain, popping and clicking noises, and elevated cobalt and chromium levels.

Event description:
Update: (B)(4) 2014- sales rep reported revision surgery. Patient was revised to address pain and synovial irritation. Corrosion was found on the stem neck/trunnion area. The stem, stem sleeve and asr sleeve are being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 05/01/2014 - medical records received. Upon revision, synovitis, metallosis and joint effusion were noted. The surgery time to remove the femoral component was lengthened 90 minutes due to the curvature of the femur and the position of the calcar. The information received does not change the MDR decision. This complaint was updated on: 05/22/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.